Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of high blood results. Customer normally is 110-115mg/dl. Based on parkes error grid analysis, the bias between the highest result given (301) and the normal result (110) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of blood result reading "hi". (B)(6). Based on parkes error grid analysis, the bias between the highest result give (301) and the normal result (110) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).